Event description:
A medtronic representative reported that, while in a spinal fusion procedure, one of the probes was bent and the navlock retainer spike broke. Alternate instruments were used to continue and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement tactile awl shipped to site (B)(4) 2014. Medtronic investigation of returned suspect tactile awl finds that, as reported, the tip of the instrument is severely bent with nicks or scratches at the site of the bend. Physical damage directly caused event.